Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 5, 2024, senseonics was made aware of an incident where the user's sensor broke into two pieces during the removal procedure. Both pieces were successfully removed, and the user is doing fine.

Manufacturer narrative:
It was reported that the sensor sn: (B)(6) broke into two pieces during the removal procedure. Both the pieces were successfully removed, and the user was doing fine. The sensor was not received at senseonics by the closure of this complaint record; thus, no further investigation was possible. However, the picture shared by the hcp confirmed that the end cap was separated from the rest of the sensor, and all sensor pieces were extracted from user's arm. The root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4. Date of this report updated to 18 seotember 2024. G3. Date received by manufacturer updated to 13 september 2024.